Manufacturer narrative:
Initial information stated that procedure was completed with manual instruments and no backup device was available. Additional information was received from reporter stating that procedure was successfully finished with an equivalent technique (manual instruments), there was no patient impact and no delay, therefore, this information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. There was no relationship found between the returned device and the reported incident. Visual inspection under magnification shows minimal electrode wear with tissue and discoloration present on the electrodes. There are no discrepancies visually observed with the saline/suction lines. There are no manufacturing abnormalities visually observed with the returned device. The wand was connected to a compatible controller and activated in a beaker of saline solution at the default and max settings and performed as intended. The saline line was connected to a saline bag at approximately 3 feet and saline flowed through-out the line to the tip of the device as intended. The suction line was tested and performed as intended. The complaint could not be verified and the root cause for this event could not be determined with confidence. There are no discrepancies with the devices suction or saline line as the lines are manufactured ¿smashed¿ together near the handle of the device. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported during surgery that the IV tubing got smashed during packaging, they were crimped together when taken out of the package. The procedure was completed with manual instruments, there was no back up device available. No patient injury or other complications were reported.